Manufacturer narrative:
(B)(4).

Event description:
It was reported there was difficulty finding the center port for refills. The pump was implanted ¿quite deep in the pelvis¿ and the pump could hardly be felt. This was the reason the refill port was difficult to find. It was noted a revision will be done. No further information was received.